Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration failed due to an occlusion during a procedure. The product was replaced and procedure completed with no patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the eleventh complaint reported for this finished goods lot; however the tenth for this issue. Review of the device history record indicates the order was built to specification. The returned sample was tested and met specifications when fully functionally tested. No contributing factors were identified that could cause the customer's reported issue of pak occlusion. The root cause of the customer's complaint could not be determined as the correct was not returned, however the returned samples all met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the samples tested met specifications. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).